Event description:
It was reported that the patient had been having events of lightheadedness and had almost passed out. Follow up was attempted, but no product performance information was available as the patient has not been seen by the physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.